Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product was returned and analysis performed revealed a shorted and burnt printed circuit board (pcb) causing boot up issue and burnt smell. The pcb was replaced. No other issues found.